Manufacturer narrative:
Follow up is ongoing to clarify whether the device is available for evaluation. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Follow up is ongoing to clarify whether the device is available for evaluation. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient of this hemosphere monitor, systemic vascular resistance index (svri) displayed was four times lower (500 mmhg) than svri stated on the phillips monitor (2000mmhg). Values were confirmed to be incorrect by manually calculation. Mean arterial pressure (map) (92 mmhg) and central venous pressure (cvp) (40mmhg) received through analog cable from the philips monitor were not correct. Swan seems to be correct since cardiac output (co) value was ok. There were no error messages displayed (medwatch #26517). Hemosphere monitor was replaced for a new one (medwatch #26525) but the issue remained. Also placement of the modules was checked and various tests performed with a fluke tester confirmed that voltage in hemosphere and philips analog ports were correct. As per customer opinion, the issue could also be related to the philips monitor. In this case the patient was treated incorrectly with noradrenaline even if finally there was no patient injury. Patient demographics unable to be obtained. The device was available for evaluation.